Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient suffered inappropriate therapies while not performing any physical effort. The patient was hospitalized, and shock therapy was programmed off. Subsequently, provocative maneuvers were performed in the hospital and no evident artifact was reproduced. The vector configuration was changed from secondary to primary and smartpass was extended. Technical services reviewed the treated episodes and believed there is an integrity issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system as slight mechanical artifact with loss of signal was noticed, suggesting an electrode fracture or inadequate insertion. X-rays were recommended to confirm the issue. However, the physician decided to avoid x-rays and an electrode replacement was scheduled. Further information was received confirming the whole s-ICD system was explanted and replaced. The procedure potentially damaged the integrity of the electrode, and it was found that the s-ICD was not adequately sutured, it was moving freely in the pocket. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A review of the memory logged revealed no suspicious system errors or resets. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Device migration is a known issue for implanted devices. Laboratory analysis of the returned product is not able to provide relevant information pertinent to this type of allegation.

Event description:
It was reported that the patient suffered inappropriate therapies while not performing any physical effort. The patient was hospitalized, and shock therapy was programmed off. Subsequently, provocative maneuvers were performed in the hospital and no evident artifact was reproduced. The vector configuration was changed from secondary to primary and smartpass was extended. Technical services reviewed the treated episodes and believed there is an integrity issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system as slight mechanical artifact with loss of signal was noticed, suggesting an electrode fracture or inadequate insertion. X-rays were recommended to confirm the issue. However, the physician decided to avoid x-rays and an electrode replacement was scheduled. Further information was received confirming the whole s-ICD system was explanted and replaced. The procedure potentially damaged the integrity of the electrode, and it was found that the s-ICD was not adequately sutured, it was moving freely in the pocket. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the patient suffered inappropriate therapies while not performing any physical effort. The patient was hospitalized, and shock therapy was programmed off. Subsequently, provocative maneuvers were performed in the hospital and no evident artifact was reproduced. The vector configuration was changed from secondary to primary and smartpass was extended. Technical services reviewed the treated episodes and believed there is an integrity issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system as slight mechanical artifact with loss of signal was noticed, suggesting an electrode fracture or inadequate insertion. X-rays were recommended to confirm the issue. The physician decided to avoid x-rays and an electrode replacement was scheduled. This s-ICD remains in service and no additional adverse patient effects were reported.